Event description:
It was reported that the patient had post traumatic arthritis from a prior pilon fracture. The distal tibial bone was rather soft at the time of surgery- the talar component collapsed into some valgus. The patient had a tibial periprosthetic fracture that required surgery. The patient continues to have discomfort. The physician is planning to revise the patient with longer tibial stem for added stability. The physician plans to have a nail back up in case the bone is too soft and unable to revise. During a later conversation the physician reported that the implant components were not the cause of the failure, it was the patient's poor quality of bone. They plan on revising in the near future but the patient is currently having cardiac issues and has not been cleared by cardiology.

Manufacturer narrative:
Correction - h6 (device code). The reported event could not be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed all components are intact. The tibial component has subsided anteriorly and into a slight varus position. The CT-scan shows an overall poor bone quality (osteopenic appearance). No signs of loosening and/or chronic infection. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text: device remains implanted in patient.

Event description:
It was reported that the patient had post traumatic arthritis from a prior pilon fracture. The distal tibial bone was rather soft at the time of surgery- the talar component collapsed into some valgus. The patient had a tibial periprosthetic fracture that required surgery. The patient continues to have discomfort. The physician is planning to revise the patient with longer tibial stem for added stability. The physician plans to have a nail back up in case the bone is too soft and unable to revise.